Event description:
The hospital staff attempted to use the device to administer a shock to a patient during a code. The device allegedly failed to deliver the shock to the patient. The patient's arrhythmia was converted using other therapy. There were no adverse effects to the patient reported as a result of the alleged malfunction.